Event description:
Health care professional reported that the patient had the pump removed due to battery depletion. The device was explanted and returned to the MFR for analysis. A follow up report will be sent when additional information is received.